Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 422 mg/dl. The customer was treated with insulin drip. The customer also reported that the insulin pump had motor error and customer was able to rewind the insulin pump. Customer reports the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, a21 error test and the delivery accuracy test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the unit and passed. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. No unexpected battery out limit alarm noted during testing. Device had minor scratched display window, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.